Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient came into the hcp¿s office today for a post-op visit. The manufacturer¿s representative was contacted by the nurse practitioner to let them know that the incision had opened up and the wire and battery could be seen. No environmental/external/patient factors were reported that may have led to the issue. No diagnostics or troubleshooting were performed. Further actions were being decided. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There follow up information received from the manufacturer¿s representative on (B)(4). (B)(6) 2019 reported that devices were removed and discarded by the facility. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was an infection that started 3 weeks after implantable neurostimulator placement, confirmed as (B)(6) 2019. The patient is on schedule for a new implant in (B)(6) 2019. There were no further complications reported or anticipated.